Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The device remains implanted and was, therefore, not available for analysis. Engineering evaluation: the primary reported complaint could not be independently confirmed because there were no items returned for evaluation. The reported primary failure mode of device has insufficient pushability, flexibility, torqueability, or trackability was due to occlusion of the intended treatment vessel and/or a previously implanted stent. The secondary failure mode stent graft dislodgement from the delivery system occurred when the physician pulled back slightly on the delivery system. The reason for pulling back was due to encountering significant occlusion during insertion. The physician suspected the dislodgment was a result of device interaction with the severe disease within the vessel or a ¿wire¿. The cause for the complaint is attributed to the patient condition/anatomy as reported. No clinical images enabling direct assessment of product performance were returned for evaluation. Cause of the reported event cannot be established based on the information reported to gore. This investigation is considered complete. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, a patient underwent treatment for an in-stent restenosis (isr) in the superior mesenteric artery (sma) using a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). It was reported during the procedure, while advancing a 6mm x 29mm vbx device over a glidewire 0.035" guidewire through a tour guide 7fr introducer sheath, the physician encountered an 85-90% occlusion in the sma. This prompted the physician to pull back slightly causing the vbx stent graft to dislodge from the vbx delivery system prior to deployment. The procedure was complicated by a previously implanted bare metal stent (brand unknown) that was significantly occluded, making vessel navigation challenging. Reportedly, the physician felt resistance during device advancement, and the vessel was predilated using 3mm and 4mm balloons. A 5mm drug-coated balloon (dcb) was also used prior to attempting stent graft placement with the vbx device. Fortunately, the dislodged vbx stent graft remained within the target treatment site and the physician was able to successfully pass a guidewire through the sma and deploy a second 7mm x 39mm vbx device which successfully compressed the dislodged vbx stent graft against the vessel wall securing it. The physician suspected that the issue may have resulted from severe disease within the vessel or from the wire entering through the most proximal portion of the original stent ring. The angiogram suggested that the vessel was successfully navigated through the vbx stent graft lumen. Another potential area of concern was the struts of the original stent. The patient did not experience any adverse consequences.